Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the blisters. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safety section of the mr safety guide 2381696-100, rev 12, states the following: "caution: rf heating can be caused by: scanning with an unconnected receive coil or other cables in the rf transmit coil during the examination." The cause of the injury was that an unplugged coil was left underneath the pt while being scanned with another coil. No further actions are planned at this time.

Event description:
It was reported that an anesthetized pt sustained a burn on the right posterior shoulder after an mr scan of the sc (sternal clavicular) joint and the right shoulder with a signa horizon cx. The pt was positioned head first and supine and his arms were at his side and strapped in. The pt sustained second degree burns with four blisters of a combined sized of approximately 24cm x 14.5cm. Based on hospital follow up with a pt warming questionnaire the pt was padded away from the bore, bu he was not padded to prevent skin to skin contact and looping. The hospital confirmed that there were no pads placed between the pt's arms and his rib cage. There were multiple sheets placed between his skin and the coils. The exam lasted 90 minutes with multiple stops between sequences to address the pt's blood pressure. The pt did have MRI safe wireless monitoring device (EKG, pulse oximeter, and blood pressure cuff). The ge healthcare field engineer determined that the unplugged posterior shoulder coil was left underneath the pt while he was being scanned with another coil.